Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10010453 and lot# 25025371 was performed. The search showed that a total of 15,363 units in 1 lot number was built on 14feb2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: not sure source of leak with all 3 products. Post chemo administration, chemo line was noticed to be wet around the filter part of the tubing. Additional information received from the customer: what medication was being administered and leaked? Chemotherapy.